Event description:
It was reported that a patient experienced a loss of therapeutic effect and intermittent stimulation after going through a security gate and security wand at an airport. The screen on the patient's programmer shuts down and does not work. It is confirmed that her device is on. The leads have moved. She has been reprogrammed multiple times with no positive results. Further information is being requested from the hcp.